Event description:
It was reported that during a laparoscopic procedure, the clip was not fed into the jaws properly and the trigger did not return to home position. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was device clip not fed properly? Did clip slow feed? Did clip partially feed or not feed at all? Did clip sideways feed? Was user ever able to open device (were they able to get trigger to return to home position)?